Manufacturer narrative:
Device evaluated by MFR.: the device was returned without its packaging. The protection wire and the retrieval sheath were returned inside a red plastic bag, then inside a doubled plastic bag. The delivery sheath was not returned. During the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found curved; it was not damaged or stretched. Approximately 25 cm of the distal portion of the wire was sticking out of the retrieval sheath, when measured from the distal tip of the protection wire. Blood was found on the inside of the retrieval sheath, and inside of the filter bag. The sheath was found kinked approximately at 126 cm and 128 cm, when measured from the distal tip of the retrieval sheath. 14.5 cm of a stent was found stuck on the distal portion of the filter bag and a detached piece of the stent (approximately 6 cm) was also returned wrapped in gauze. No manufacturing related non-conformance or defects were found on the returned components of the filterwire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06271. It was reported that removal difficulty, slow flow, st elevation and vessel dissection occurred. The target lesion was located in the saphenous vein graft (svg) of right coronary artery (rca). A 190cm filterwire ez¿ embolic protection device was successfully deployed to the distal svg. Then a 4.00mm x 28mm promus premier¿ stent was advanced and successfully implanted in the lesion. Upon trying to retrieve the embolic protection device, the basket was unable to be fully captured due to the amount of microemboli. The 190cm filterwire ez¿ embolic protection device was removed but the loop of the device was caught in the distal struts of the implanted stent. The embolic protection device was forcefully removed however it was noted that the stent was on the device. Vessel dissection was noted when the stent was explanted upon removal of the embolic protection device. The physician did not implant another stent after the 4.00mm x 28mm promus premier¿ stent was explanted. The 190cm filterwire ez¿ embolic protection device was damaged and the microembolic were spilled back in the vessel and moved to the microvasculature. The microemboli were not able to be retrieved. It was noted that the microvasculature was close to slow flow or no reflow. Multiple attempts were made to regain blood flow with vasodilators but unsuccessful. It was noted that the patient developed st elevation and was treated medically. No further patient complications were reported and the patient's status was stable and was doing well.

Event description:
Same case as MDR ID 2134265-2014-06271. It was reported that removal difficulty, slow flow, st elevation and vessel dissection occurred. The target lesion was located in the saphenous vein graft (svg) of right coronary artery (rca). A 190cm filterwire ez¿ embolic protection device was successfully deployed to the distal svg. Then a 4.00mm x 28mm promus premier¿ stent was advanced and successfully implanted in the lesion. Upon trying to retrieve the embolic protection device, the basket was unable to be fully captured due to the amount of microemboli. The 190cm filterwire ez¿ embolic protection device was removed but the loop of the device was caught in the distal struts of the implanted stent. The embolic protection device was forcefully removed; however, it was noted that the stent was on the device. Vessel dissection was noted when the stent was explanted upon removal of the embolic protection device. The physician did not implant another stent after the 4.00mm x 28mm promus premier¿ stent was explanted. The 190cm filterwire ez¿ embolic protection device was damaged and the microembolic were spilled back in the vessel and moved to the microvasculature. The microemboli were not able to be retrieved. It was noted that the microvasculature was close to slow flow or no reflow. Multiple attempts were made to regain blood flow with vasodilators but unsuccessful. It was noted that the patient developed st elevation and was treated medically. No further patient complications were reported and the patient's status was stable and was doing well.

Manufacturer narrative:
(B)(4).